Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge and loaded cold insulin into the cartridge. Customer¿s blood glucose level was 290 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.